Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 321 mg/dl. Customer stated the leak occurred on 1st day and the leak is at the quick release. Customer stated that there are no other sources of the leak. Customer was advised to return reservoir and transfer guard. Customer was advised that we replacing the reservoirs. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 321 mg/dl. Customer stated that the trainer made an adjustment to the pump and it worked well and not it's high.